Event description:
It was reported that during a procedure, high pacing impedance was noted and upon inspection, the lead connector pin was found to be detached. After reconnection to the device, the lead values resolved, and the chronic lead was implanted. No adverse patient consequences were reported.